Event description:
This event happened outside of the us, in (B)(6). According to the received information, on the (B)(6) 2020 the patient was injected with teosyal resensity 2 (tsrl-194822a) in the tear trough area, with teosyal puresense ultra deep (tsul-2000313b) in the cheekbones, with teosyal rha 4 (tpul-194625a) in the cheekbones and the cheek and with rha 2 (tp30l-194611a) in the temple area. On an (B)(6) 2020, the patient developed a severe erythema in all the injected areas and on the (B)(6) 2020 an important edema under and above the eyes. The patient started taking prednison 30mg on the (B)(6) 2020. A local medical expert has been contacted by the spanish subsidiary in order to manage the situation. This case is linked to (B)(4).